Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported, "you are completely ignoring my request and blatantly disregarding my concerns and causing me extreme emotional distress. I have stated I am on disability which I have documented and that due to my documented mental health diagnosis and also the distressing time of year I am unable to go to the dentist at this time which you said is your requirement to complete treatment. This constant back and forth is escalating my mental health symptoms and causing me undo anxiety which in turn is triggering my tachycardia symptoms. My heartrate right now having to respond to this unhelpful and triggering message is very elevated way above the normal rate. Every single time you respond with these dismissive emails I have a sever panic attack that takes me days to recover and my heart rate is increased from the stress."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.